Event description:
It was reported reattach cassette. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received on 03-aug-2022 via email and attached to complaint object: no patient involvement. Event problem and evaluation codes: updated . Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120 correction: device manufacturing date: 03-dec-2019.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as the device passed both the functional and no disposable attached tests performed. Root cause of the reported event is attributed to customer damage as the downstream occlusion sensor was found to be contaminated. Recommended to replace the downstream occlusion sensor. A nonconformance report (ncr) as created to investigate the incorrect/no cassette/disposable detected issue which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.